Event description:
On (B)(6) 2013, the lay user/patient in (B)(4) contacted lifescan to report the one touch verio iq meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013, at 2:00 am, the patient obtained the blood glucose reading of 260 mg/dl on the reported meter, which she claimed was inaccurately high compared to her expected values. Based on this reading, the patient took 1.5 units humalog insulin via the pump. One hour afterwards, the patient experienced the symptom of sweating. The patient administered self-treatment by consuming candy, and felt better afterwards; she did not seek any medical attention. The patient managed her diabetes with insulin pump therapy. Troubleshooting revealed the patient¿s test strips were in good condition and within opened expiration dating. The meter was replaced. The patient allegedly suffered symptoms of severe hypoglycemia after taking insulin based on an elevated meter reading, and received treatment with food to alleviate her symptoms. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Gender: not provided. Test strip lot# not provided.